Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent posterior fixation at levels th12-iliac to treat lumbar degenerative disease. During surgery, a set screw was stripped when surgeon tried to perform final tightening at s1 screw. He changed the set screw to new one which did not solve the event. He eventually used nesplon tape (non-mdt product) instead of the set screw for the screw. The event delayed surgical time within 15 minutes. The surgeon commented the cause of the event was misalignment between the s1 screw and rod. The product came in contact with the patient but it did not break. No patient complications were reported as a result of this event. The event occurred at s1 left. The surgeon tried to engage the set screw with the screw with using a driver, but the set screw was cross-threaded and did not mate the screw. He then tried again with using a rod reducer plier, but the set screw was cross-threaded again. He considered that the screw thread of the screw (not set screw) might have broken through the attempts, then decided to fix the place with nesplon tape without placing set screw. The set screws used for the 2 attempts were discarded at the facility. The surgeon commented that rod bending for the place might have been insufficient.